Event description:
It was reported that the sys 2500 had fluid build up inside the monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a leak in the room above where the 2500 was stored dripped liquid onto the monitor and the liquid was allowed to seep into the monitor through vent holes. The liquid was carefully removed. The sys was tested and found to be working as intended and placed back into service.